Manufacturer narrative:
The reason for the passing pin getting stuck in the metatarsal bones is not clear at this time. The surgeon decided to fuse the toe using a different product. There was no harm to the user or patient. Nonetheless, a change was made to the diameter of the tip of the passing pin to ease removal from the bone.

Event description:
Passing pin in seized in the metatarsal bone. Surgeon was not able to pull the suture through the bones after removing the passing pins.